Manufacturer narrative:
(B)(4).

Event description:
Information was received from a health care provider via a representative regarding a patient who was receiving an unknown drug via an implantable pump. The medication type, concentration, dose, lot number, and indications for use were not provided. The patient's relevant medical history was reported as "none." There was no injury or death of this patient. It was reported that this patient had three catheter spinal segment replacements during her treatment "implanted (B)(6) 2013 to (B)(6) 2015"). This event captures one of them. No further information was initially provided including the reason for the replacement and no patient symptoms were provided associated with the catheter spinal segment replacement. Additional information has been requested regarding the dates of replacement, troubleshooting, actions, drug delivered at the time of the event, concentration, dose, patient symptoms, and indications for use. However, the health care provider could not retrieve the medical records and no further information was available. If additional information is received, a follow-up report will be submitted.